Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her blood glucose values have been running high for the past three days, and that she keeps going through infusion sets because something is wrong with them. The patient's blood glucose at the time of incident was 524 mg/dl. The customer stated that she felt sick. She also has not received any alerts on her pump. Troubleshooting was initiated for the high blood glucose and most of it was completed except for the high pressure test, which the customer declined. The customer was advised to change the entire infusion set, reservoir, and insulin, and to treat her diabetes per health care provider's instructions. No products were returned and two infusion sets were shipped to the customer.